Manufacturer narrative:
The ICD was first subjected to an interrogation where the device status eos was confirmed. The ICD was implanted for a period of 3 months and a charging cycle was documented. First an electrical analysis of the ICD's memory content was investigated. The review of iegms showed inappropriate vf detection due to noise on (B)(6) 2012, which led to a charge. During the charging process eos was detected. The morphology of the sensed interference in the ventricular channel, as well as the eos detection which occurred during charging is most likely due to the influence of a strong external magnetic field. Next, the ICD sensing was checked and found to be free of noise. The ICD sensed signals applied to free from interference. Evidence of a device malfunction were not available, the device proved to be fully functional. The eos condition was removed with a technical programming device, and the device was then returned to bol. The battery voltage of 3.06 v indicates a charged battery. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device was found to be within the electrical specifications. It is most likely that the observed behavior of device resulted from influence of a strong external magnetic field such as an MRI. There were no signs of material or workmanship defects.

Event description:
Our MDR - after an implantation time of about 3 months, it was reported that the ICD showed eos. No deterioration of the pt's state of death was reported. The ICD was explanted.